Event description:
The pt reported he received an e4 (occlusion) alarm on his insulin infusion device. During troubleshooting, the patient stated his infusion headset has been in use for more than 2 days. The pt was advised his infusion headset should be changed every 2 days. The pt was instructed to disconnect the tubing from the cartridge and run a prime which went through without error. The pt changed his headset and successfully primed with a new tubing attached. On follow up the next day, the pt stated he received an occlusion during a 6.0 unit bolus delivery of which he only received 2.2 units of insulin. He said he was able to clear the occlusion by changing the tubing and then successfully delivered the bolus. He said he has had 2 or 3 infusion sets occlude from the same lot. The pt was advised to discontinue use of this lot. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation. The product was replaced and requested to be returned for evaluation.